Manufacturer narrative:
A ge service rep performed an on site investigation. The cable from the c-arm to the workstation was replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images and there was a cable problem. No pt injury was reported.